Event description:
Treatment of an internal carotid artery (ica) - superior hypophyseal artery (sha) aneurysm. During the procedure, it was reported that the coil prematurely detached when the physician tried to reposition the coil. The physician was able to push the implant coil successfully into the aneurysm with the delivery pusher. No injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation and the tack weld was found to be broken. The broken tack weld likely caused the coil to detach.(B)(4).